Event description:
Revised implant. A patient had a corail pinnacle with metal on metal liner implanted by another surgeon in 2006. Patient has since been back for a revision. The surgeon mentioned metal levels and I am confident he has more information to share. There is a consideration that there may be a negligence claim and potential litigation from the patient. Doi: 2006. Dor: unknown. Unknown side.

Manufacturer narrative:
(B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.